Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to revert to multiple daily injections (mdi) as a backup therapy, and tandem technical support confirmed shipping details for a replacement pump, advising the caller on procedures for storage and return of the problematic pump.